Event description:
Event description guidant received information that this ventricular lead had dislodged a few days after implant. The thresholds were changing dramatically. The patient was fine and had a good underlying rhythm.,